Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but was returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. The culture test result was negative for the subject device. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be conclusively determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that there were black dots in the image of the subject device and the insertion tube was slightly crushed. It was also reported that unspecified microorganisms were found from the bal (broncho alveolar lavage) samples of two patients having undergone bronchoscopy with the subject device. No culture test has been conducted on the subject device by the user facility. This is 2 of 2 reports.